Event description:
It was observed that during the device evaluation, the cysto-nephro videoscope exhibited foreign material in the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified that led to the malfunction. However, it is unknown if the device was reprocessed prior to being returned for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.